Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly fired without being activated. The hcp did not report any adverse event or serious injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. Both slides were in their initial positions. The needle was found to be bent upwards when positioned on a flat surface. The bend started at approximately 1.746" from the base of the probe. There were no other anomalies noted to the device. The bent needle will be considered an incidental finding, as the user did not report a bent needle. Performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times in a chicken breast with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. As medical records were not provided, a review could not be performed. No medical images have been made available to the manufacturer. The investigation is unconfirmed for self-activation, as the device worked properly under laboratory conditions and the reported problem could not be recreated. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The current maxcore biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.